Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia including aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). It was reported that the surgeon created a new stoma to place a j tube that goes directly into the jejunum for duopa therapy but still has the original peg tube in place. The patient was intubated as a precaution after the surgery and was removed 15 hours later and had restarted duopa therapy on (B)(6) 2019. It was reported that the patient did not do well in the hospital and the patient¿s wife decided to take him home on (B)(6) 2019 with a full-time caregiver. On (B)(6)2019, the patient's wife reported that the newly created stoma site was bleeding a little bit. On (B)(6) 2019, the patient experienced an unknown type of pneumonia and was hospitalized in the critical care unit where he was not able to tolerate oral medications very well. On an unknown date, the patient was discharged from the hospital.